Manufacturer narrative:
Manufacturer's reference: (B)(4). Additional device information (d4). Device information specified at d4 is for right receiver. Information for left receiver: modelnumber: 21385500. Sn: (B)(6). Gtin: 05708296219438. Manufacturing date: 15/10/2022. Technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Invesitgation is ongoing, a final report will be submitted upon completion.

Event description:
Estimated date of incident (B)(6) 2023 (B)(6) 2023: it was reported that the receiver sleeve came off and got stuck in the user's ear canal. The user reports that it has been coming off, and he could put it back together and it would work. It then came off in the clinic, after which it was removed. There was no reported pain, or worsening of hearing. No further follow up expected.